Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found, analysis of the device memory indicated the lead impedance data was missing/invalid.

Event description:
It was reported that the patient was implanted with the implantable cardioverter defibrillator (ICD)  system and the next day expired in the hospital due to ventricular tachycardia (vt) and ventricular fibrillation (vf). The strips from the monitor showed a slow ventricular tachycardia (vt) under the detection zone. The concern is about why the patient did not got shocked for the ventricular fibrillation (vf) and why pacing did not happen. The customer alleges that a possible device malfunction led to the death of the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 693565, serial# (B)(4), implanted: (B)(6) 2013. Product ID 407652, serial# (B)(4), implanted: (B)(6) 2013. Product ID 439688, serial# (B)(4), implanted: (B)(6) 2013. (B)(4).